Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of respiratory infections. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged that the device caused respiratory infections. There was no report of patient harm/injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid was updated. Box d: product brand name (rfb), model number (rfb), catalog item identifier (rfb), product UDI (rfb), remedial action init (rfb), recall (z) number (rfb) was updated in this report.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box h: type of reported complaint was corrected. Box h6: problem code grid was corrected.